Manufacturer narrative:
In addition to the fact that no records were found during the analysis of the batch history and non-conformity records, there is no evidence that could lead to this complaint, we did not receive samples/photos for analysis of this complaint, and it is not possible to confirm this complaint. Based on the investigation results to date a root cause has not been determined for this complaint. Complaint closed to as analyzed code for shield loose/off which is not MDR reportable.

Event description:
Na.

Event description:
It was reported while using bd insyte¿ IV catheter 24ga the safety mechanism detached. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the safety shield detaches during puncture, making a point that might hurt the patient.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.